Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause for the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. A cause of the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized; there is no cds in view indicating the image was taken post deployment of the second clip (reported device). It was reported that the first clip was implanted without issue; however, a significant mr remained medial to the first clip. As such, the second clip (reported device) was implanted medially and is the left clip in the image. Both clips are angulated in the image such that the clip arm angle cannot be directly visualized, making assessment difficult. The clip arm angle of the second clip (reported device, bottom left) appears to be ~40° - 45° and presents with a larger tip-to-tip distance of the clip arms (indicating a larger arm angle). Comparatively, the first implanted clip (no reported issue, top right) appears to be fully closed (~15°) with a smaller tip-to-tip distance (indicating a smaller arm angle). While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the second clip (reported device) has a post deployment arm angle beyond the fully closed position per the instructions for use, demonstrated by the first implanted clip in the image which did not have a reported issue. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided."

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapsed posterior leaflet, and flail. A mitraclip xtw was implanted without issues. Significant mr remained medial to the first clip. To further reduce the mr, another mitraclip xtw was selected for treatment, but during simultaneous grasping, the posterior gripper would not drop down. Troubleshooting was performed. The gripper dropped down. A decision was made to implant the clip. However, after deployment, the clip opened from less than 20 degrees to approximately 35 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no further adverse patient effects. No additional information was provided.